Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip (30621r1077) was inserted and deployed on the mitral valve. However, after deployed, a perforation was observed on the anterior leaflet. A second xtw clip (30802r1021) was inserted and grasping was performed. However, the clip worsened the perforation; therefore, the physician decided to remove the clip and discontinue the procedure. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury appears to be due to a combination of patient anatomy (calcium within the leaflet) and procedural conditions (tear from previous clip). Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.